Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 16-dec-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. Method; date; tested; result' I-stat; (B)(6) 2025; 15:47; 139.8. I-stat; (B)(6) 2025; 18:22; 109.1. Roche t; (B)(6) 2025; 00:22; 11. Roche t; (B)(6) 2025; 05:43; 11. I-stat; (B)(6) 2025; 23:58; 129.6 . There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci. Sex; n; (ng/l, pg/ml); (ng/l, pg/ml). Female; 490; 13; (10, 17). Male; 404; 28; (19, 58). Overall 895; 21; (14, 30).

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 10-feb-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25166.

Event description:
Na.